Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer tested the drawer and the rails were sticking and swapped out the entire drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height cubie drawer was failed to open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.